Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to high impedance measurements greater than 2,000 ohms. Removal difficulty was also noted. A different lead same model was successfully implanted. No adverse patient effects were reported. Lead return was not expected. If the product is returned, analysis will be performed and this report will be updated at that time.